Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, there was a problem loading the device wherein the reload could not fit the stapler. It was also reported that the little piece of loading unit in the black side had been broken. A new device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic and physical evaluation of one device. A visual inspection of the returned photo noted the lock ring was broken. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The lock ring was observed to be broken. Functionally the reload was loaded into a pmv representative instrument and was applied to test media with proper staple placement and media transection. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload lock ring may occur due improper orientation of the lock ring or over flexure of the reload while attached to the instrument. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.